Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose was 484 mg/dl at the time of incident. No treatment was given to the customer for high blood glucose. It was unknown whether the customer was using auto mode feature or not at the time of event. Customer stated that the insulin pump had pump error alarm. Customer stated that the insulin pump was able to clear the alarm. The insulin pump was not exposed to high magnetic field. No further complications were reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
Retainer ring: black. Insulin pump case type: ngp. Customer returned insulin pump for an alleged insulin pump error found on (B)(6) 2022. Insulin pump failed rewind test. Insulin pump passed self-test. Insulin pump alarmed insulin pump error due motor. Insulin pump was unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to insulin pump error . Insulin pump successfully downloaded to thus. Confirmed insulin pump error on (B)(6) 2022 at 18:22:44 in insulin pump downloaded history. Test p-cap and reservoir locked into reservoir compartment correctly. Insulin pump was cut open to perform visual inspection and moisture damage was found on motor home switch. The following were noted during visual inspection: pillowing keypad overlay. In summary, customers alleged insulin pump error was confirmed due damaged motor. Unable to perform necessary tests due to insulin pump error . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.